Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. The sutures of three prostyle devices were successfully placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Reportedly post procedure, the knots were advanced and tightened as intended, however complete hemostasis was not achieved. A fourth prostyle device was used however, the device broke at the guide. The black distal portion of the catheter went into the vessel. A non-abbott snare device was used to remove the device from the anatomy/tissue tract. All separated sections of the device were removed, and no tissue damage was noted. A covered stent was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.